Event description:
Pt required urgent dialysis. The guide wire was passed with no resistance noted. A dilator was passed and removed with no resistance noted. The catheter was then placed. When the guidewire was removed, resistance was noted and the guide wire began to unravel. After removal of the guidewire, a routine chest x-ray showed the tip of the guide wire had broken off and was located in the vein in the clavicle area. After the pt was more stable, she was taken to special procedure for removal of the guide wire tip. The pt suffered no complication from the incident.